Event description:
It was reported that the patient presented to the emergency room for chest pain. Upon review, it was discovered that the right ventricular lead (rv) exhibited inappropriate shock due to noise. The rv lead was capped and replaced on (B)(6) 2026 and the implantable cardioverter defibrillator was explanted as well. The patient was in stable condition.